Manufacturer narrative:
Submitted: (B)(6) 2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, the display screen was noted to be discolored and dim. Additionally, the internal clock battery was noted to be leaking and not holding a charge.

Event description:
The pump was returned for investigation. Investigation revealed a display issue and an internal battery issue. This report is made based on results of investigation completed on (B)(6) 2016.